Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR reports being filed the user facility medwatch was received which states a peripheral case to re-vascularize the left leg of a (B)(6) male in the cardiac on (B)(6) 2016 resulted in retained foreign bodies. During the case a supera stent manufactured by abbott was deployed and the tip dislodged. After multiple attempts, the tip was unable to be retrieved. There were two further deployments needed and the same effect of the tip dislodging occurred. One tip was able to be retrieved and the other two remained in the left leg. The sheath was left in place and pt transferred to isu for close observation. On (B)(6) 2016, the pt ws discharged without compromise of circulation of left leg to follow up for retrieval with vascular surgeon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). One of the three was successfully removed from the patient anatomy using a gooseneck snare. Unsuccessful attempts were made to retrieve the second and third tips using an unspecified balloon catheter. Finally an unspecified filter wire was advanced distal to the catheter tips, deployed, and was able to pull the second and third tips toward the introducer sheath but they were too big to pull inside the introducer sheath. Thus, one tip remained in the tibial-fibular (tp) trunk and the other tip remained in the left internal iliac artery. Vascular surgery was originally going to be performed on (B)(6) 2016; however, the patient is stable. Therefore, surgery may not be necessary. Pulses are present in the feet. Care was turned over from the cardiologist to the vascular surgeon. No additional surgery has been provided. The 5.5, 6.0x60mm and 6.0x100mm supera devices referenced are being filed under separate medwatch MFR numbers. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the deployment difficulty and tip separation could not be determined. The additional effects of foreign body in the patient, additional non-surgical therapy and hospitalization appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a lesion located in the mid superficial femoral artery (sfa). A 5.5 supera stent was implanted in the distal superficial femoral artery (sfa). After deployment of the supera, an arteriovenous (av) fistula was noted and treated with a non-abbott stent. On (B)(6) 2016, the patient was admitted to the emergency room for unknown symptoms and underwent a procedure on (B)(6) 2016. A 6 french non-abbott sheath was inserted over the horn from the right to the left iliac artery. A 6x60mm supera self-expanding stent system (sess) was advanced toward the mid (sfa) and the stent was deployed. The system was removed and a 6x100mm supera stent was advanced and placed proximal to the first supera stent in the sfa. Reportedly the second stent was placed due to the length of the lesion and not due to difficulty with deployment. The system was removed, pictures were taken and it was noted that two supera sess catheter tips remained in the anatomy. While watching angiography, an unspecified guide wire was moved back and forth and the catheter tips also moved back and forth at the same time. Thus, to finish the procedure, a 6.5x80mm supera stent was advanced toward the proximal sfa and was successfully deployed; however, it was noted that the thumb slide was difficult to use.